Event description:
It was reported that a new ilet user removed their infusion set and discontinued insulin delivery after the ilet emitted alerts, and later contacted support for assistance with a supply change; the user utilizes a steel cannula infusion set with 23-inch tubing and a g7 sensor. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl sustained for approximately 12 hours, without loss of consciousness, dizziness, or diabetic ketoacidosis, and with negative ketone testing. Outcomes included transient interruption of insulin delivery with subsequent resumption and return of glucose to target after guided troubleshooting, without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and education to complete a supply change and resume insulin delivery, as well as follow-up to confirm glucose control and negative ketones. Investigation of this case revealed hyperglycemia associated with user-initiated device removal and resulting cessation of insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.